Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing. Analysis of the catheter, model# 8709sc, (B)(4), found a hole in the catheter body caused by catheter connector pin.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code updated.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. On (B)(6) 2016 the catheter and pump were replaced and returned to the manufacturer.

Manufacturer narrative:
(B)(4) was updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (1mg/ml, 0.4999mg/day), clonidine (90mcg/ml, 44.987mcg/day), and bupivacaine (4mg/ml, 1.9994mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The hcp performed a catheter dye study because the patient was not getting "the best relief" and still had a lot of pain (increasing episodes over the past few months). The drug mixture was changed "a little here and there", but the hcp was not experienced and did not do a lot of dose increases. The manufacturer representative watched the hcp access the catheter access port (cap) under fluoroscopy, but the manufacturer representative did not believe the hcp was completely in the cap. The hcp felt they were "well seated" and could not aspirate. The lateral x-ray was not definitive. The hcp sent the patient to neurosurgery for a consult to have the catheter replaced (as of (B)(6) 2016, no confirmed surgery date). It was further stated the hcp felt there was a pump issue because of volume discrepancies (2 occasions where 3 ml less than expected was received). The hcp also mentioned another refill in which there was 5ml less than expected. During a refill on (B)(6) 2016, another 3ml volume discrepancy was experienced (expected residual volume (erv) was 8.3ml and the actual residual volume (arv) was 5ml). The manufacturer representative did not think the hcp encountered any issues with filling the pump to capacity. Dosing changes: previously contained hydromorphone (1mg/ml, 0.5192mg/day), clonidine (120mcg/ml, 62.30mcg/day), and bupivacaine (mg/ml, 1.5577mg/day) on an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.